Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported that the patient's mother was calling to inform the patient's healthcare professional (hcp) that the baclofen pump was not working and was requesting to try something else for the patient. It was stated that the patient was in a lot of pain because of the baclofen pump. It was stated that the patient was going to the emergency room (ER) tonight. The patient's mother felt that the pump was making the patient worse because they were able to do certain activities, but now were unable to do so. The event date was unknown. No further complications were reported/anticipated. Additional information was received from a manufacturer representative on (B)(6) 2019. It was reported that the patient was seen in the ER and they didn't think it was the pump. It was noted that they couldn't ask more without being inappropriate. Additional information was received from a manufacturer representative reported that all was fine.